Manufacturer narrative:
The products involved in the event were discarded by the user after the event. (B)(4).

Event description:
An impella cp was implanted into a (B)(6) male patient who had suffered an acute myocardial infarction and had an ejection fraction of 10%. Heart catheterization revealed proximal left anterior descending and chronic total occluded right coronary artery disease. A stent was placed, and then the impella cp was implanted through the left femoral artery. Shortly after arriving to ICU the patient became tachycardic with heart rate dropping to 40 beats per minute. An echocardiogram revealed cardiac tamponade and a pericardiocentesis was performed . The physician believes that while loading the impella cp onto the 0.018" guide wire, the tip of the wire may have caused a perforation at the apex of the left ventricle. A pericardiocentesis patch and two coronary bypass grafts were placed . The impella cp was explanted in the operating room, and the patient was reported to be in stable condition at that time.